Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator. (B)(4).

Event description:
It was reported that an approximately (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch unidirectional sf catheter and suffered a cerebrovascular accident. Halfway through the case, the impedance spiked to 200 ohms, and the temperature increased to about 33-35 degrees c during ablation. The catheter was removed from the patient, and char was observed. The catheter was wiped off and sterilized, and the case continued with the same catheter. After the case, the patient suffered a stroke. The patient was not waking up as desired after the procedure, and was only able to move the right sided extremities. An extended stay is the intensive care unit was required, and it was noted that the patient suffered permanent damage and/or disability. The char found on the catheter was implicated as the cause of the injury. Heparin (1000u) had been administered to the patient during the case. The power value was set to 35w, and 360 seconds of ablation had taken place prior to the impedance spike. The cutoff values were not reached, and the generator was able to be stopped with the ¿stop¿ button. No error messages presented on any biosense webster equipment during the case.

Manufacturer narrative:
On 6/22/2017, a patient status update was received: the patient still has slight weakness on the left side, specifically the arm. The patient is improving. (B)(4).